Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was an attempted right ventricular (rv) implant. Once placed, the lead exhibited unsatisfactory measurements. The physician attempted repositioning the lead but the helix was no longer functional. The procedure was completed with the implant of an alternate lead. This lead will not be returned as it was disposed of by the facility. No adverse patient effects were reported.